Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this tachy lead was defective and was replaced. Removal was attempted but was unsuccessful. The model and serial number is unknown. There were no additional adverse patient effects reported.